Event description:
It was reported that the hene beam and some laser energy was firing forward out the distal end of the fiber and another fiber was not needed to complete the procedure. No injury reported no other information was provided.